Event description:
Rptr did meter to lab comparison tests, about an hr apart. Both were done in a fasting state. The results were 189mg/dl on rptr's meter, and 122mg/dl on the hcp meter (type unknown). Rptr did not have any symptoms. No harm was alleged.